Event description:
It was reported "44402-medium handle broke while in use on patient. Patient is fine. The physician stated blade and handle was engaged properly while in use on a 138kg male. The handle was connected to a mac 4 polaris blade when it snapped and was not used with any other blades". No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The customer returned one rusch polaris fo su medium handle (44402) for evaluation. Visual inspection confirmed that the handle was broken. The metal rod the blade mounts to was missing and the plastic around that area was broken off. Damage seen is similar to the failure mode captured under a previous supplier corrective action request (scar). It was confirmed by r & d that this damage was within the scope of the scar. The instructions provided on the label of this device state, "check functionality by pressing the led (can also be check wile handle is still in packaging). Mount blade and click into place. Lift blade and verify illumination." A review of the declaration of conformity (doc) found that the handle passed all the release criteria. The device was released in 06/2020 and is less than one year old. The complaint of a broken handle has been confirmed by a complaint investigation of the returned sample. The handle was found to be missing the metal rod the blade would mount on as well as had plastic broken off where the rod would be. Based on the complaint sample returned, the root cause of this compliant is likely supplier related. A scar has previously been initiated to further investigate this failure mode. The root cause has not yet been determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "44402-medium handle broke while in use on patient. Patient is fine. The physician stated blade and handle was engaged properly while in use on a (B)(6) male. The handle was connected to a mac 4 polaris blade when it snapped and was not used with any other blades". No patient injury or harm reported.